Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5080958) that a female patient of unknown age who underwent an unspecified breast implantation procedure with two unspecified mentor saline breast prostheses, experienced bilateral deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two 350cc mentor memorygel breast implants on 2008. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 4/12/2019, mentor became aware that the patient's identifier was c.b. And the initial reporter's information. Mentor also became aware that the patient underwent bilateral removal and replacement with unspecified mentor gel implants on (B)(6) 2008. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).